Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient transmitted via merlin.net with multiple non-sustained lead noise events. Upon review of the transmission, it was noted that true lead noise was leading to bi-v pacing pauses. Lead electrical values were normal. Header/connector block issue was suspected. Device was reprogrammed and patient will be brought in clinic for evaluation. It was later reported that the rv lead was revised. No further information can be obtained at this time.